Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 8.27 mg/dl, and the repeated result was 87.90 mg/dl.

Manufacturer narrative:
The reagent lot number is 91927601 with an expiration date of 28-feb-2027. The field service representative performed preventative maintenance and checks. The investigation is ongoing.